Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was seen (B)(6) 2022 and group a was programmed with left gpi using 1c and 2c segments and right gpi was set up with brainsense configuration to utilize chronic sensing. Patient still had some symptoms but was doing very well and saw very big turnaround. On (B)(6) 2022, patient was seen in clinic and hcp stopped one of their medications. During that appointment, a rep configured brainsense on group a, left gpi per the surgeon. However, the rep didn't realize that when they set-up sensing this was going to change the current programming on to the brainsense electrode configuration (contacts 0 and 3 rings) and turn amplitude to 0 ma. Group d was also added with a slight change to pw and patient went to that group. On (B)(6) 2022, patient notified caller that they weren't doing well so caller had patient go back to group a since they had done so well with that group previously. Caller is with patient today and realized that part of the reason the patient wasn't doing well was because due to addition of brainsense on group a, left gpi, this completely changed the settings that the patient had done well with. Today, patient is also back on that medication that was initially stopped last week. Troubleshooting was not required. Caller was going to program patient back to original settings used for group a, left gpi and monitor how patient is doing.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer's representative (rep) that the patient was doing well after reprogramming .